Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s enclosure separated after it was removed from a pocket, exposing internal components, though the device continued to function and the user considered taping it to keep it together. Symptoms included none, and blood glucose remained within target with no reported hypoglycemia, hyperglycemia, or acute complications. Outcomes included no medical intervention, no hospitalization, and performance of ketone testing. Investigation included a review of complaint details, user counseling on backup therapy, shipment of a replacement device, and collection of the affected unit for evaluation. Investigation of this case revealed a hardware enclosure integrity issue consistent with screen bezel or housing separation, with the pump otherwise operating. It was concluded, based on previously established findings for similar reports, that the cause was component failure of the device housing.